Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the 125 deg aiming arm (part # 03.037.014, lot # 9447690, mfg # 22-may-2015) was received with minimal signs of wear. Functional test: a functional test was performed using the three aiming arm locking devices that were returned (part # 03.037.015, lot #s 9498854, 9471759 and 9434743.) All three were able to slide onto the aiming arm, click into place and disassemble from the aiming the arm. The complaint was not able to be replicated, therefore the complaint is not confirmed. Conclusion: the complaint condition is not confirmed as the aiming arm (part # 03.037.014, lot # 9447690) was received with minimal signs of wear and all of the three returned locking devices were able to click into place and disassemble without any issues. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot part: 03.037.014 , lot: 9447690 , manufacturing site: haegendorf , release to warehouse date: 22 may 2015 . A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the 125 deg aiming arm (part # 03.037.014, lot # 9447690, mfg # 22-may-2015) was received with minimal signs of wear. Functional test: a functional test was performed using the three aiming arm locking devices that were returned (part # 03.037.015, lot #s 9498854, 9471759 and 9434743.) All three were able to slide onto the aiming arm, click into place and disassemble from the aiming the arm. The complaint was not able to be replicated, therefore the complaint is not confirmed. Conclusion: the complaint condition is not confirmed as the aiming arm (part # 03.037.014, lot # 9447690) was received with minimal signs of wear and all of the three returned locking devices were able to click into place and disassemble without any issues. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot part: 03.037.014 , lot: 9447690 , manufacturing site: haegendorf , release to warehouse date: 22 may 2015 . A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a hip surgery on (B)(6) 2019, the aiming arm locking devices are popping out of the aiming arms when inserting the nail. There was no surgical delay. Procedure was successfully completed. There was no patient consequence concomitant medical products reported: unknown nail (part #: unknown, lot #: unknown, quantity #: 1). This report is for one (1) 125 degree aiming arm. This is report 1 of 6 for complaint (B)(4).